Manufacturer narrative:
Pending evaluation.

Event description:
Broach handles spring was broken during impaction. Patient was not harmed. Had two handles in the room. No surgical delay. Patient was last known to be in stable condition following the event